Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l5-s1. Approximately 4 months post-op it was reported that the screws implanted at s1 bilaterally broke along the shaft below the screw head and caused the patient pain. The patient underwent an explant surgery 9 months post-op which resulted in a 6 day hospital stay in which the patient developed pneumonia-like symptoms.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.